Manufacturer narrative:
B3 date of event: date of event is estimated based on the aware date as the exact event date was not reported. E1 initial reporter address 1:(B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a leak in the burr shaft occurred. A 1.75mm rotapro was selected for treatment. During preparation, it was noted that the burr shaft leaked. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: date of event is estimated based on the aware date as the exact event date was not reported. E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was not returned for analysis. However, a video analysis showing the leaking sheath was confirmed.

Event description:
It was reported that a leak in the burr shaft occurred. A 1.75mm rotapro was selected for treatment. During preparation, it was noted that the burr shaft leaked. The procedure was completed with another of same device. There were no patient complications reported.